Event description:
In 2009 - rec'd call from manager. She wanted the bnr (beam non-uniformity ratio) for our me706 "for a pending lawsuit". The practice manager(caller) put me in contact with directing therapist. Apparently in 2007 a female pt was treated for hip pain, in the piriformis muscle, due to lumbar fusion surgery. It was a 5 mins ultrasound treatment. After ultrasound treatment, she went to her primary doctor and he claims that the metal implants in her back heated up from the ultrasound treatment and held the energy for two weeks before releasing, and he claims this caused nerve damage to her hip. Ten days later - spoke to (directing therapist), he stated that the pt claims she felt immediate discomfort yet per her primary physician's report there was no pain until 2 weeks later. Per directing therapist received no notice of any problem until approx 1 year later, via a note from the pt's hmo. There was no lawsuit until 2 1/2 years later.